Event description:
A nurse caring for a peritoneal dialysis (pd) home patient (hp) while in the hospital contacted baxter's technical service center regarding a low drain message that appeared on the display of the homechoice machine being used during drain 1/4 of the hp's automated pd therapy. While attempting to troubleshoot the alarm, the nurse informed baxter's technical service center that they noted fibrin in the drainage bag, and the hp was "feeling tenderness in their peritoneum and their stomach hurt". Baxter's technical service center assisted the nurse in ending therapy early. Follow up with the hp's pd nurse confirmed that the hp was in the hospital at the time of the call due to having been diagnosed with peritonitis. Per the pd nurse, "it was a yeast", the hp has now lost their catheter, and has been transferred to hemodialysis.